Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2016, the left ventricular lead exhibited noise and capture anomaly. The lead was reprogrammed. On (B)(6) 2016, the lead exhibited high impedance and high capture. On (B)(6) 2016, the lead was explanted and replaced. The patient remained asymptomatic throughout the event and was in stable condition.